Manufacturer narrative:
It was reported that bed is stuck in the halfway position and the pendant is not functioning to make it lower/raise; there is no noise that comes from the bed when attempting to use the pendant to move it. Spoke to customer and verified the bed is not working at all and the head is stuck in the up position. Customer stated the bed is completely dead and they have tried to plug into another outlet. Advised it seems like the maint motor box will need to be replaced. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.

Event description:
It was reported that bed is stuck in the halfway position and the pendant is not functioning to make it lower/raise; there is no noise that comes from the bed when attempting to use the pendant to move it.